Event description:
On (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient reported that she developed an infection at the stoma, was hospitalized and treated with unknown IV antibiotics for 13 days. On (B)(6) 2022, the patient was discharged home. On (B)(6) 2022, the peg/j tube was removed and the patient will not have it replaced. On (B)(6) 2022, she was taking ceftriaxone by injection.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record number (B)(4).